Event description:
It was reported that the xenon light source was too bright. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. The customer performed a white balance, set the manual brightness to zero after verifying the minimum and maximum levels, and then set the unit to autobright for testing. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation.